Event description:
It was reported by dealer that their technician evaluated the m61psr18b power chair and advised that the control box is putting out false signals and needs to be replaced. No further information provided.